Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned.

Event description:
Nurse reported to ms&s that they are noting an alleged increase in vessel thrombosis related to PICC lines. Nurse stated that they use the 5fr double and 5fr triple lumen piccs and said that they are seeing more thrombosis in the triple lumen catheters even though the outer diameter is the same as the double lumen. On (B)(6) 2015 - the facility contact reports she suspects they are not measuring the vessels correctly or the nurses are being pushed to place a larger multi-lumen catheter when the vein might not be big enough for it. The facility states they do not believe the catheters are at fault in anyway. The facility is working with the nurses to verify correct measurements and to not place a line if the vessel is not big enough.